Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive field service engineer (fse) followed up with the site's clinical sales rep (csr) and advised him that sterile adapter engagement is crucial, and that the staff should make sure that the self test happens after the sterile adapter is installed before installing the instrument. A new arm was installed less than a month ago for this same issue. The csr stated that after reseating the instrument, the sterile adapter and instrument engaged properly. No site visit was conducted. The system was working properly, and no additional action was required. A log review confirmed the procedure date of (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the vessel sealer instrument failed to release from tissue. The jaws were eventually opened, but at this time it is unknown if the instrument release key was used. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the vessel sealer instrument was stuck on tissue on arm 4. The clinical sales rep (csr) stated that the site was finally able to get the instrument to release. The staff removed the instrument and reseated the sterile adapter and the instrument. The customer then proceeded to use the instrument the rest of the case with no more issues. The site has had repeated recognition issues with arm 4. The customer requested that a field service engineer (fse) check the system out as soon as possible. The intuitive tech support engineer (tse) reviewed the logs and found no errors for arm 4. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.